Manufacturer narrative:
As reported, while attempting to advance a 5f mynx control vascular closure device (vcd) through the sheath, the outer sleeve hits the edges of the sheath hub and then the sleeve split, which made it difficult to fully insert. There was no reported patient injury. The vcd was used after percutaneous transluminal angioplasty. There was no damage to the device noticed prior to opening the package. The device was stored and prepped per the instructions for use. The device storage temperature did not exceed 25 °c. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The procedure used a retrograde approach. No excess force was used when prepping or inserting the device into the sheath. A non-sterile mynx control vascular closure device 5f was returned for the investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found open. The sealant was present, exposed to blood. The csi related to the complaint and the syringe were not returned with the device. The frayed/split/torn reported condition of the sealant sleeves was identified during visual analysis. No additional anomalies were observed. Per dimensional analysis, the slit length could not be verified due to the way the damaged area was affected. The overall length of the outer sleeve assembly was measured and noted to be within specification. The sheath introduction functional test was not executed as the observed damage did not permit simulation of csi introduction. A secondary functional test was executed for deployment, where it was observed that the deployment mechanism worked as intended once the device¿s button 1 and button 2 were fully depressed. The product history record (phr) review of lot f2224402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force), and/or the condition of the sheath (although not returned) may have contributed to the damaged condition of the sealant sleeves, and the subsequent premature swelling/exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while attempting to advance a 5f mynx control vascular closure device (vcd) through the sheath, the outer sleeve hits the edges of the sheath hub and then the sleeve split, which made it difficult to fully insert. There was no reported patient injury. The vcd was used after percutaneous transluminal angioplasty. There was no damage to the device noticed prior to opening the package. The device was stored and prepped per the instructions for use. The device storage temperature did not exceed 25 °c. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The procedure used a retrograde approach. No excess force was used when prepping or inserting the device into the sheath. The device will be returned for evaluation. Addendum to pe: product evaluation findings show the sealant of the device exposed on the catheter.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, and h6. A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.